Event description:
It was reported that the 9800 system would shut down on it's own during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was adjusted during the service call . The system was tested and found to be working as intended, and put back into service.